Manufacturer narrative:
(B)(6) / customer reported complaint of broken cable is confirmed but not replicated .the pitch cable is frayed at the distal clevis hub. Frayed strands stick out at the wrist. Other cables at wrist are not damaged. Instrument pitch cables is frayed - potential fragments / 005 uses left. No other damage found. (B)(6).

Event description:
It was reported that the prograsp forceps instrument cable was broken during a da vinci prostatectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.